Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The contralateral leg endoprosthesis was deployed with pushing up. Then, half of the right internal iliac artery was unintentionally covered. No specific treatment was performed for the coverage. During procedure, a proximal type I endoleak was observed. The endoleak will be monitored. The patient tolerated the procedure. The physician stated as follows; the device was pushed up and placed while deploying from the position where it covered the internal iliac artery, but the pushing up was insufficient.